Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 552 mg/dl at the time of incident and the other blood glucose level was 124 mg/dl. The customer was assisted with troubleshooting. Customer experienced symptoms such as nausea, tired and thirsty. The customer was treated with when she woke up and corrected it with 8.2 u of bolus for high blood glucose. Customer stated that auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. Customer stated that she was expecting some high since the change on her settings was really drastic. Customer confirmed that the reservoir and infusion set. The insulin pump will not be returned for analysis.